Event description:
The lot number on the test strip vial that isused with the blood glucose monitoring device was rubbed off. Reporter stated no treatment was received and no actions were taken as a result of the alleged incident. A request was made for the return of the suspect product and replacement product was sent.